Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation, mmdg did find that the pump exhibited free flow behavior. During the investigation a 40 psi test was performed to check the pump for potential free flow and failed. Both issues were found at mmdg during investigation. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump had a "damaged latch hook". When the pump was returned to mmdg for investigation, the pump platen door was found to be bent, the pump failed 40 psi testing, and free flow was observed. (B)(4).